Event description:
It was reported an event in which a primary continuous infusion of bumetanide was observed to be ¿free flowing¿ while the pump alarmed air-in-line. There was patient involvement but unknown impact.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.